Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user visited the clinic for an annual check-up and channels with abnormal impedances were found. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient visited the clinic for an annual check-up and channels with abnormal impedances were found. The mother did not noticed any changes in the recipient_s hearing performance with the device. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient visited the clinic for an annual check-up and channels with abnormal impedances were found. The mother did not noticed any changes in the recipient's hearing performance with the device. The recipient has been re-implanted.

Event description:
The user visited the clinic for an annual check-up and channels with abnormal impedances were found.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.